Event description:
Pt was brought in for ventricular lead malfunction. Ventricular lead was found to have a conduction fracture, was capped, left in place and another lead inserted. Generator was also changed out because there was 1 1/2 yrs left on warranty and physician chose to change out now rather than bring pt in again later.